Event description:
In 2009, a medical examiner reported the death of a female visitor. The patient was wearing the infusion device at the time of death on the same day. The medical examiner requested to send the infusion device directly to the manufacturer for evaluation and she was provided with the address. She stated that the results of the autopsy are pending. Product will be returned for evaluation.